Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2015 with the following findings: during testing, the display screen was found to be dim and discolored. The battery compartment was cracked. Unrelated to these issues, the keypad cover was peeling near the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and damage to the battery compartment. This report is made based on results of investigation completed on 10/22/2015.